Event description:
It was reported that pump screen did not turn on and that power button was extremely difficult to press, often requiring multiple presses for display to light up. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to press power button in a specific way, but difficulty persisted, so pump replacement was arranged under warranty; customer was advised to continue using current pump until replacement arrived, to place problematic pump in storage mode before return, to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump using prepaid label, which customer acknowledged and understood.